Manufacturer narrative:
It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels reached 370 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. The patient noted that the cannula had dislodged from the infusion site. A new pod was applied to treat the hyperglycemia.